Event description:
In this case, patient reported to edwards that she received this 23mm aortic valve approximately 6 years ago. Recent tte and tee revealed structural changes due to severe calcification in the non-coronary cusp, which has fixed and compromised the commissure of the cusp with the left coronary. The device was explanted and replaced with another bioprosthetic aortic valve. Patient recovery was well.

Manufacturer narrative:
Result - host tissue overgrowth. Additional manufacturer narrative: two photographs, presumably taken post explant, were provided by the hospital. Moderate to severe host fibrotic tissue (pannus) growth is evident on both outflow and inflow sides of the valve. Leaflet fusion was observed at all three commissural areas with more severe at one of the commissures. Leaflet retraction was confirmed in one of the leaflets, which is most likely resulted from the pannus growth. Pannus tissue formed thick layer of ring attached to the inflow surfaces of bioprosthetic leaflets. It appears that the pannus-related leaflet fusion and retraction were severe enough to contribute to the malfunction of the valve. Since no x-ray imaging available and the valve was not returned for examination, the valve calcification cannot be confirmed at this time. Host tissue growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients, suggesting that the patient factors such as age, immune status, and other comorbidities may all contribute to the process of pannus growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve.

Manufacturer narrative:
Method: device not returned. The device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the reported event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.